Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The introducer sheath, coil and delivery wire were returned. The coil was returned inside the introducer sheath. The introducer sheath was inspected and blood was present, no other anomaly was noted. The twist lock had been opened. The coil was advanced through the tip of the introducer sheath with friction. The coil was inspected and found to be severely stretched and kinked at the proximal end. Blood was present on the coil fiber bundles. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and the interlocking arm was kinked. Microscopic inspection revealed that the zap tip shape and surface of the coil and delivery wire was smooth. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the preparations for use section of the 035 interlock dfu instructs the user to begin vigorous flushing before introducing the coil into the catheter. (B)(4).

Event description:
Reportable based on device analysis completed on 10may2016. It was reported that the coil could not be deployed in the catheter. A 6mm x 20cm interlock¿-35 detachable coil was selected for an embolization operation for a cerebral aneurysm. However, the coil could not be deployed in the catheter. The procedure was completed with another with same device. No patient complications reported and the patient's condition was stable. However, device analysis revealed that the interlocking arm of the coil had been pulled off and had not been returned.